Event description:
Health care professional reported, "port flipped - leak. Unable to access port on [eight days prior to explantation]." The access port was removed and replaced. F/u findings: the port was flipped over. No leakage was observed during the removal.

Manufacturer narrative:
(B)(4). The rptr of the complaint was asked to return the product analysis. The device has not yet been rec'd by allergan. Based upon the serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "caution: failure to create a stable, smooth path for the access port tubing, w/o sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the reported event of displacement as follows: "caution: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0 degrees) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled. Be aware that an upside down (180 degrees) port shows the same image."